Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead. Lead damage was suspected but diagnostic imaging was not performed to confirm. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.